Manufacturer narrative:
Manufacturer narrative: the customer reported that when a sensor is applied the bsm (bedside monitor) takes an excessive amount of time to acquire an accurate measurement. Spo2 will start off very low (80's) and then work its way up to the actual level over 1-2 minutes. The customer states this happens intermittently throughout the or but happens more frequently in the gi lab and in patients with low perfusion. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that when a sensor is applied the bsm (bedside monitor) takes an excessive amount of time to acquire an accurate measurement. Spo2 will start off very low (80's) and then work its way up to the actual level over 1-2 minutes. Customer states this happens intermittently throughout the or but happens more frequently in the gi lab and in patients with low perfusion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that when a sensor is applied the bsm (bedside monitor) takes an excessive amount of time to acquire an accurate measurement. Spo2 will start off very low (80's) and then work its way up to the actual level over 1-2 minutes. Customer states this happens intermittently throughout the or but happens more frequently in the gi lab and in patients with low perfusion.